Event description:
It was reported ongoing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer was guided by tandem technical support to perform various troubleshooting steps, including disconnecting tubing and delivering boluses, to resolve the occlusion issue. Reportedly, the customer uses lyumjev brand insulin, tandem technical support educated the customer lyumjev is off label insulin. The customer continued to use the pump for insulin therapy.